Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodged from the patient with a deflated balloon. The patient allegedly visited the hospital, and the facility confirmed there was balloon damage. There was no missing pieces found. Subsequently, the catheter was replaced.

Manufacturer narrative:
Received only the catheter. The reported issue was confirmed; however, the cause is unknown. The visual inspection noted an irregular balloon burst; however, no pieces of the sac were missing. Per the functional testing: introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. Dimensional evaluation results are as follows: eye snip length: 3/32¿. Inflation lumen coverage: 10 thou. Balloon thickness: 26 thou. Burst initiated from bottom collar of sac: 1cm. Tactile evaluation results are as follows: balloon thickness measures 26 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodged from the patient with a deflated balloon. The patient allegedly visited the hospital, and the facility confirmed there was balloon damage. There was no missing pieces found. Subsequently, the catheter was replaced.